Event description:
It was reported that the programmer generated an error message. Follow-up determined that the error occurred at start-up, but that the programmer was able to complete its device check and that there was no patient impact. The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a generated error and therefore the hard drive was reimaged and the software reloaded. Analysis also found that the left keyboard hinge and the keyboard latch were broken, the keyboard hinge and the keyboard were both replaced. (B)(4).